Event description:
It was reported that the patient had his artificial urinary sphincter balloon component removed due to unspecified reasons. A new artificial urinary sphincter 61-70 cm balloon was implanted.